Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at display window corner, and a cracked reservoir tube lip.

Event description:
The customer called and reported the insulin pump was scratched on the display. The damage occurred when the device was rubbed against something. Customer's blood glucose was not known. Customer stated the insulin pump still worked, but the display was difficult to read. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.